Event description:
It was reported that the customer was admitted in the intensive care unit for high blood glucose. It was stated that the customer called to make sure that the insulin pump was working properly as they have taken him off the pump. Troubleshooting was performed. It was stated that the insulin pump was beeping more often. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.